Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an autofill failure had occurred while connected to a cardiosave intra-aortic balloon pump (iabp). The customer verified that there was no kinking and all connections were secure. They removed the iab and were still unable to get it to inflate. They stated that it sounded like it was going to start up, but would immediately generate an autofill failure alarm. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.